Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a power supply failure. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. No abnormality related to the reported event was confirmed on the product's appearance. During the functional testing, it was confirmed that the power did not turn off even if the power off button was pressed. The cause was found to be that the flat cable of the switch has peeled off and broken. The membrane switch was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.